Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor. It was reported the patient was at hospice for breathing problems. The patient had fallen and she broke her right wrist. They put a cast on it and she fell again. This happened months prior to other events and she did not feel that they were related. The patient was having chest pain at the implantable neurostimulator (ins) site. The pain felt like a dull stabbing pain and also like heartburn. The health care professional (hcp) gave them nitro. They didn't know if that was working or not. Further follow-up was being conducted to determine what steps were taken to resolve the ins site pain. If additional information is received, a follow-up report will be submitted.